Event description:
It was reported that the stylus touch pen was unable to be calibrated and was not functioning properly in all areas of the programmer screen. It was reportedly "on" in some areas of the screen and then as much as two inches "off" in other areas. It was suggested that it may be a possible display issue. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Stylus touch pen was unable to be calibrated and was not functioning properly with the programmer. Bezel overlay assembly found out of electrical specification.